Manufacturer narrative:
No cosmetic damage was noted. The insulin pump alarmed during the self test due to a faulty connector on the radio frequency board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a failed selftest alarm. Advised to discontinue use of the insulin pump. No additional information was provided.